Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said their patient programmer (pp) wasn't working so they changed the batteries, but it still wasn't working. Caller wants to increase stimulation because it is on a low frequency that is not working so well for them right now. While trying to increase, they are seeing the poor communication screen; they also saw a call your doctor screen. Also, they saw a screen that informed them to call their healthcare provider (hcp). Patient had their pp and antenna at time of the call; it was confirmed that the antenna was secure. An attempt was made to sync to the ins, but the poor communication issue was not resolved. The antenna was then removed from the pp and the pp was placed directly over the ins on the skin. An attempt was made to sync to the ins, but the poor communication issue was not resolved. As a result of what was reported, the patient was transferred to repair who noted the pp wouldn't interrogate. Caller also mentioned having a procedure for an anal dilation procedure (not related to device/therapy). They added that they need to have this (B)(6) 2018. The patient called back saying they don't feel like a cord there; their bottom itches. They received their new pp, but can't connect. They tried without the antenna, but it still didn't work. As a result of what was reported, the patient was redirected to their hcp because the ins might have reached end of life (eol). The patient added that they haven't felt stimulation since the anal dilation procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.